Event description:
It was reported that the caller trying to start therapy and getting no flow in an arctic sun device. According to lot this was an x-small kit 3170302/ngkvy612. Disconnected and reconnected using proper technique. Restarted therapy. Device primed and stopped. Disconnected this pad and connected new pads. Flow rate (fr) would not get above 0.4lpm after adjusting tubing and trying different inlet ports. Connected old pads with extra pads off to the side and flow rate (fr) was settled at 2lpm. Per follow up information received via task on 15apr2026, respondent asked what unit was calling about. They were unsure what 6th floor was referring to.

Manufacturer narrative:
Initial reporter complete facility name: (B)(6) medical center- (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.